Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent initial function test, and the reported customer complaint was confirmed. Low battery alarm was not shutting off. The main alarm board was replaced and upon testing, device passed all functional tests. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical pneupac ventipac medical ventilator indicated that it "had low battery all the time / with new battery and verified good battery. No adverse effects were reported.